Event description:
Boston scientific received information that this left ventricular (lv) lead increased threshold measurements. A dislodgement was suspected. Later, this lead was found to be broken due to entrapment between the clavicle and first rib. Lv output was increased, which lessened the extent of remaining device longevity, so the lv lead and device were replaced.

Manufacturer narrative:
This lead is expected to be returned to boston scientific. When this lead is returned and analysis is complete, this report will be updated.